Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high blood glucose readings. The customer received the pump a month ago and woke up last night with readings of over 400 mg/dl. The customer changed the site and tried blousing from the pump. The customer went to the emergency room with blood glucose of 374 mg/dl. The customer had symptoms such as extreme thirst, nausea, pain in stomach and trouble breathing. The customer was advised to call back to troubleshoot.